Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (valve inflation speed, valve oversizing), patient factors (female gender, advanced age, small body weight, aortic root calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), prior to the transfemoral tavr procedure, measurements of the patient¿s native annulus indicated the area was borderline between a 23mm and 26mm valve. During the procedure, balloon aortic valvuloplasty (bav) was not performed due to low cardiac function. A 26mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position with 2ml less than nominal volume. Post valve deployment, the blood pressure (bp) recovered, but the systolic bp dropped two minutes later. The pulse pressure was approximately 20 mmhg. Tee showed an increase of pericardial effusion. Pericardiocentesis was performed and the cardiac tamponade was relieved. An increase of the bp was confirmed and the pulse pressure started to increase. Fluoroscopy revealed a rupture at the direction of the right coronary cusp (rcc) and the non-coronary cusp (ncc). Since the pericardial effusion was decreased, hemostasis was attempted with protamine. Fluoroscopy showed a decrease of contrast leakage. While waiting to see if hemostasis was successful, a decrease of the bp and pulse pressure was again confirmed. It was also observed on tee that the pericardial fluid started to form a hematoma. The decision was made to perform a thoracotomy to achieve hemostasis. During the thoracotomy, the bleeding point was confirmed at the origin of the rcc (more on the ncc side). Hemostasis was achieved using a surgical sponge and biosheet in addition to manual compression. A drainage tube was placed and the thoracotomy incision was closed. The native annular diameter measured 23.4mm by CT with a valve area of 430mm2 (by the facility) and 440mm2 to 450mm2 (by the proctoring physician). Mild valvular calcification and moderate aortic root calcification was reported. It was perceived that the fast valve inflation speed in the first half of the valve deployment contributed to the annular rupture.